Event description:
The customer reported that while the unit was in use on a patient, the unit generated a "maintenance required code #2" (drive transducer offset failure) followed by an "autofill failure alarm. The patient was switched to another unit and therapy was continued. No patient injury was reported.

Manufacturer narrative:
The company representative observed the error log with an autofill failure 3325 9, 0 and k6 atmosphere vent not functional. He replaced the drive manifold assembly (0104-00-0018). The unit was tested to factory specification. It functioned normally and was returned to the customer. (B)(4).